Event description:
It was reported that the customer's pump required daily charging due to a damaged charging port, which needed to have the wire adjusted for a proper connection. There was no adverse impact to the customer¿s blood glucose level. The customer tried multiple cords to resolve the issue, but the problem persisted, and no further troubleshooting was requested.